Event description:
This is 2 of 2 reports for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the tip of the instrument broke off during reaming. No further information reported for this event. This is report 2 of 2 for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hrx. The device shows no significant damage. Slight signs of usage on the cutting edges were document. A micro-metallographic inspection of the raw material used revealed no deviations to the specifications. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.